Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling 5194001400 on (B)(6) 2014. Mesh removal occurred on (B)(6) 2015. Patient's legal representative stated 1 cm sling extrusion, mixed urinary incontinence, voiding dysfunction, dyspareunia with bleeding and consortium complaint of scratching sensation during intercourse, uti, hematuria, pain along length of sling.